Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: portions of plastic dropping off into patient on insertion into the patient. They were retrieved and in specimen jar with pediports. No patient injury was reported. No additional information available at this time.